Event description:
It was reported that the port of a clearlink system secondary medication set separated from end of tubing. This occurred during priming. There was no patient involvement. The device was replaced to resolve the issue. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. Visual inspection was performed which showed that the tubing was detached from the 2pcll connector. Under water pressure testing was performed, and a leak was observed at the separated tube from the 2pcll connector. The reported condition was verified. The cause of the reported condition was a manufacturing issue. The section of the tubing has inherent residual tubing memory effect, which could have caused the tubing slant during solvent application, resulting in the shallow tubing insertion due to insufficient uneven solvent coating of the outer tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.